Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, pulmonary artery disease, coronary artery disease, chronic kidney disease, mitral regurgitation, and prior stroke. Complications reported included incomplete coaptation, stroke, pericardial effusion, bleeding, renal failure, mitral regurgitation, leaflet tear, surgical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early outcomes between the two latest generation mitral valve transcatheter edge-to-edge repair devices: ocean-mitral registry. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "early outcomes between the two latest generation mitral valve transcatheter edge-to-edge repair devices: ocean-mitral registry", was reviewed. This research article is a prospective multicenter experience to evaluate the early safety and effectiveness of pascal precision and the mitraclip in patients with significant primary mitral regurgitation (pmr) after mitral transcatheter edge-to-edge repair (m-teer). The devices included in the study were pascal and mitraclip. The article concluded that there were no significant differences in early clinical outcomes after m-teer between the latest-generation devices. The pascal system may be associated with a low incidence of single leaflet device attachment (slda). [The primary and corresponding author was yusuke enta, department of cardiology, sendai kousei hospital, sendai, japan, with corresponding e-mail: y.enta04l4@icloud.com.] This study included patients with significant pmr who underwent mteer from 01 april 2018 to 30 jun 2023. A total of 829 patients were included in the study, of which 81.9% (679) received an abbott device. The average age was 83 years. The majority gender was female. Comorbidities included atrial fibrillation, hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, pulmonary artery disease, coronary artery disease, chronic kidney disease, mitral regurgitation, and prior stroke.